Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was attempting to load a new cartridge, and technical support guided them through the process of filling and loading a new cartridge onto the pump. Loading a second cartridge resolved the issue, and the caller successfully resumed using the pump.